Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for pocket revision surgery. Upon interrogation during revision, noise was observed on the atrial lead. Programming changes were made. The patient was stable throughout.

Manufacturer narrative:
Manufacturing date 2/17/2007 was missed in initial report.